Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device (clip caught on chordae) was due to procedural circumstances as the clip was inadvertently steered by user while in the lv. The reported image resolution poor appears to be due to challenging anatomy. The reported unintended movement (clip open while locked) appears to be related to an over-torqued system (i.e., curving for more than 90 degrees, and not returning arm positioner to neutral prior to release pin removal). The reported improper or incorrect procedure or method was due to the user over-curving the delivery system and not following the deployment sequence as outlined in the instructions for use (IFU). The reported foreign body in patient was associated with the clip being implanted only on the anterior leaflet and chordae. The reported unchanged mr was related to the single leaflet insertion. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Event description:
This will be filed to report device entrapment, unintended movement, and foreign body. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a rotated heart. It was noted imaging was challenging throughout the procedure. The clip was advanced in the ventricle (lv), but the clip was inadvertently steered, causing it to become caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the physician attempted to deploy the clip on the leaflets. However, the clip was only able to grasp the anterior leaflet. The physician decided to deploy the clip only on the anterior leaflet and chordae. While attempting to deploy the clip, the physician pulled the lock lever past the blue line and removed the release pin before turning the arm positioner to neutral. This caused the clip arms to open to roughly 60 degrees. The clip was then deployed and mr remained at a grade of 3-4. No additional clips were implanted and the procedure was discontinued. There was no clinically significant delay in the procedure and no additional information was provided.